Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the system was performed and found no discrepancies or issues with the platform. A review of the archive was performed and found user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) occurred on (B)(6) 2016. The platform was functionally tested and the autopulse exhibited user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on; thus confirming the reported complaint. Further investigation indicated that one of the load cells (load cell 1) was defective. Replacing the single load cell remedied the (ua) 07. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. Run in test was performed approximately 30 minutes with the 95% patient test fixture (lrtf) and the platform passed functional testing and there were no faults/errors found during testing. Pdb is up to date. In summary, the customer's reported complaint of the platform exhibiting (ua) 07 was confirmed during functional testing. The root cause for (ua) 07 was due to a defective load cell 1. After replacement of the load cell 1, the platform passed all final functional testing criteria. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua) 07 typically alerts the operator that the patient has shifted and is not correctly oriented on the autopulse or the load cells are damaged.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed user advisory (ua)07 (discrepancy between load 1 and load 2 too large) error message and it cannot be cleared . No patient involved with this event. No additional information provided.